Event description:
Ended up having a hysterectomy to remove essure due to adverse side effects from implant. Had hysterectomy (B)(6) 2014, and have continued permanent damge to my gi system, immune reaction, skin allergies, vision issues, thyroid issues and bone problems, all from damage done of five years w/implant. Not to mention I lost all female reproductive organs aside from ovaries which continue to cause issues.